Event description:
The device was noted to be at eri (elective replacement indicator). Performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was noted to be at eri (elective replacement indicator). Performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted due to eri.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4) 2011. Ramware version 8 installed on (B)(4) 2011. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2011. Ramware version 8 installed on (B)(6) 2011.